Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that due to forgetting to deliver a bolus, the customer's blood glucose (bg) level was 319 mg/dl and a correction bolus was delivered via the pump to address the bg level. The customer received multiple cartridge alarm 19s while attempting to load multiple cartridges. The customer had insulin injections available to use for insulin therapy. The contact declined tandem technical support's offer for further troubleshooting.